Manufacturer narrative:
During reprocessing in-service, leak testing and manual cleaning was reviewed with each staff member. It was recommended that the staff should review the manual and the wall chart was provided for posting at their workstations. The device was not returned yet. Follow up in progress to obtain additional information. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. A reprocessing in-service was performed on (B)(6) 2023. Observation was conducted for repair reduction and infection control improvement opportunities referenced in the user manual and reprocessing manual. The reprocessing room staff were observed on leak testing and manual cleaning of the duodenovideoscopes. It was noted that some steps were being performed out of order and some steps were being omitted. This report is being submitted to capture the positive culture complaint and incorct reprocessing procedure followed by the facility. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As the device was not returned for evaluation and the serial number was not provided, both a device evaluation and a review of the device history record could not be performed. The manufacturing date was also unable to be determined due to the missing serial number. The investigation was unable to determine the exact root cause of the microbial growth growth or the user performing incorrect reprocessing steps (leak testing and manual cleaning). The reprocessing manual instructions for use (IFU) cautions the users of the following: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.